Event description:
Event description guidant received information that this implantable pacemaker (ipm), during transtelephonic monitoring, had ventricular over and under sensing, and loss of capture.